Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the day the sensor was inserted into the arm. The patient was ¿not feeling well¿ but no physical symptoms were reported. At some point, the patient lost consciousness. The patient¿s cgm was reading 65 mg/dl. No bg meter reading was done at this time. The patient¿s husband called an ambulance. The patient regained consciousness without any treatment before the paramedics arrived. Once the paramedics arrived, the patient¿s bg meter reading was 105 mg/dl while the dexcom was still reading 65 mg/dl. The paramedics treated the patient with a ¿glucose shot and a cookie¿. The patient recovered at home and was not transported to the hospital. The patient was feeling better at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.